Manufacturer narrative:
Reviewed attached customer feedback form: (B)(4) contraindications relevant to failure: component does not disengage. Part number: 825211 revision: c visual: contaminated condition. Received 825211 assy. In an opened vial. It was difficult to break the fixation screw loose. Once the screw was broken loose and the assembly was taken apart, a thin film of dried blood / saliva could be seen inside the bore of the transfer. Dried blood acts as a glue or sealant thus potentially locking the screw in place. The assembly was reassembled and disassembled multiple times with no trouble or effort. See photos. Complaint is not confirmed. Specification should be: length: .463 specification as found: .463 diameter: .2021/.2036 specification as found: .2026 comments: rbs (B)(6) 2025.

Event description:
Component does not disengage.